Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, suturing of patch carotid, one needle broke and another needle divided from thread. A new suture from a different manufacturer was used to resolve the issue. There was no patient injury.